Manufacturer narrative:
The samples were drawn at the clinic in tiger top tubes. Qc was in range before and after the event. A field service engineer (fse) was dispatched: the fse found the calibrator used was not the same lot number used for set point, installed correct lot disk. Cartridge chemistries (cc) syringe found to be leaking and fse replaced plunger and verified no further leaking. The fse checked: cuvettes and reaction wheel, probe and mixer wash systems, probes and mixers, and alignments; no issues were found. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high total protein (tp) and erroneously high albumin (alb) results generated by the unicel dxc 600 pro synchron clinical systems for four patients. The results were reported out of the lab. Patients' original samples were retested and lower results were obtained for both analytes. Amended reports were issued. There was no change to patient treatment.